Manufacturer narrative:
The pump was received with a motor error alarm during the rewind due a corroded motor home switch. Unable to perform the basic occlusion, occlusion, prime, excessive no delivery, and displacement tests due to the constant motor error alarm. The pump also had minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, and cracked battery tube threads.

Event description:
Customer reported that the insulin pump alarmed motor error during rewind. Device was not exposed to a magnetic field. Customer does use the sensor feature and is unable to complete the rewind sequence. Blood glucose value is 130 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.